Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had multiple low voltage advisories and reports a soft pitch sound when disconnects from power source. During the analysis of the log file we observed low voltage advisories and power cable disconnects. These occurred on both batteries and mpu. Log files also captured elevated flows above normal parameters, which is usually caused by something building upon the rotor of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted controller event log file; however, a specific cause for the events cannot be determined through this evaluation. The submitted log file contained data from (B)(6) 2020 06:09:39 through (B)(6) 2020 13:15:56. The file captured the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. An elevated power event of 8.5 watts was captured on (B)(6) 2021 at 23:56:47, and the estimated flow reached 11.6 lpm during this event. Two additional power elevations of 7.5 and 7.4 watts were captured on (B)(6) 2021. Prior to and after these events, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 13feb2017 . The heartmate ii lvas IFU (rev. C) provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event. .